Manufacturer narrative:
The complaint investigation was updated on 28may2025 and the updated information. To the previous emdr's h11 is as follows: one used list #ib-ch2000, spiros¿ closed male luer connected to an unknown 30 ml syringe, were returned for evaluation. As received, a small blue particle inside the syringe was observed. The spiros was then cut looking for some damage on the blue strap; however, no damage, scratch, or anomalies internal to the spiro were found. Based on procedure this is a rejectable position. Some damage on the clave's threads was observed on the returned samples for two other unique similar complaint investigations. The remainder of the complaint investigation details have not changed.

Manufacturer narrative:
The investigation is pending completion.

Event description:
A complaint was received regarding a tego¿ connector that experienced disconnection from syringe. This is report 2 of 2 for the malfunction. The problem was: tego cap seemed to be unscrewing and not doing its job of holding the tubing and syringe. Spontaneous disconnection of the venous circuit tubing at the tego cap following 1 hour of dialysis treatment (filtration). Significant risk of future disconnection. 2nd event was observed with the tego unscrewed at the end of the treatment. The event is recurring. There was an adverse event: following the unexplained spontaneous disconnection, the user had a blood loss of 1.2 l of blood (approximately) the patient had to be transferred to the emergency department to receive a blood pellet and needed monitoring.